Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of buried bumper syndrome. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, it was reported that the peg tube could no longer be mobilized at all. The patient's general condition was good, everything was normal, and therapy was proceeding normally. When attempting to mobilize more firmly, the patient felt pain. On (B)(6) 2025, it was reported that there was a successful peg/pej exchange by the gastroenterologist due to buried pumper syndrome. The patient was doing well after the procedure, no pain. The stoma appeared normal. The new tube can be deployed tomorrow as usual; no further prescriptions or special requirements are required.